Event description:
I had silicone implants in 2015, in a clinic in (B)(6). Textured, mentor. I explanted only a couple days ago, (B)(6) 2019. Over the years I have or have had about 95% of all the symptoms in the list of breast implant illness. It's a very long list of different symptoms and I was very sick. And still am. But I'm feeling a little better already. FDA safety report ID# (B)(4).